Event description:
Reporter alleged discrepant back-to-back blood glucose results of 135 mg/dl on the advantage system compared to 35 mg/dl on a professional meter when tests were performed within 1 minute. Reporter stated that the customer could not get up on her own. Emts transported customer to hosp. Reporter declined to provide more info. A request was made for the return of the suspect device and replacement product was sent.